Event description:
Reporter stated the customer has experienced hyperglycemia in the 300- 400 mg/dl range and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.